Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("severe pelvic pain"). The patient was treated with surgery (partial hysterectomy). Essure was removed. At the time of the report, the uterine perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and uterine perforation to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have confirmation test performed following insertion of essure micro-inserts nos". The patient's past medical history included blood pressure high in (B)(6) 2013. In (B)(6) 2008, the patient experienced pelvic pain ("severe pelvic pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems; depression") and anxiety ("psychological or psychiatric problems; mental"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (partial hysterectomy). Essure treatment was not changed. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain had not resolved. The reporter considered anxiety, depression, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion . There is inconsistent information between the summons and the plaintiff fact sheet. While the first states that plaintiff had a partial hysterectomy, in the pfs, she stated she had not removed essure (or any part of the device), but she is planning to remove it (no definite plans for removal at that time). Most recent follow-up information incorporated above includes: on 23-oct-2018: plaintiff fact sheet received. Events vaginal, menorrhagia, depression and mental anguish were added. Historical conditions drugs were added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have confirmation test performed following insertion of essure micro-inserts nos". In (B)(6) 2008, the patient experienced pelvic pain ("severe pelvic pain"). In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (partial hysterectomy). At the time of the report, the uterine perforation outcome was unknown and the pelvic pain had not resolved. The reporter considered pelvic pain and uterine perforation to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. There is inconsistent information between the summons and the plaintiff fact sheet. While the first states that plaintiff had a partial hysterectomy, in the pfs, she stated she had not removed essure (or any part of the device), but she is planning to remove it (no definite plans for removal at that time). Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided: did not have confirmation test performed following insertion of essure micro-inserts nos and for the event pelvic pain outcome was changed to not recovered and action taken was changed to blank. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have confirmation test performed following insertion of essure micro-inserts nos". The patient's medical history included blood pressure high in (B)(6)2013. Concurrent conditions included nabothian cyst since (B)(6)2013 and endometrial disorder since (B)(6)2013. On (B)(6)2008, the patient had essure inserted. In (B)(6)2008, the patient experienced pelvic pain ("severe pelvic pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6)2008, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems; depression") and anxiety ("psychological or psychiatric problems; mental"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy + bi-s /laparoscopic-assisted vaginal hysterectomy). Essure treatment was not changed. At the time of the report, the uterine perforation, depression, anxiety and weight increased outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Discrepancy noted as essure insertion date (B)(6)2008. Treatment received for pain, abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2008: results: total bilateral occlusion. Pathology test - on (B)(6)2011: uterus and cervix:, cervix: acute and chronic cervicitis. Nabothian cyst, uterus: proliferative endometrium with stromal hemorrhage.. There is inconsistent information between the summons and the plaintiff fact sheet. While the first states that plaintiff had a partial hysterectomy, in the pfs, she stated she had not removed essure (or any part of the device), but she is planning to remove it (no definite plans for removal at that time). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of previously added events pelvic pain and menorrhagia, abnormal bleeding(vaginal) were updated to recovered/resolved.. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have confirmation test performed following insertion of essure micro-inserts nos". The patient's medical history included blood pressure high in (B)(6) 2013. On (B)(6)2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("severe pelvic pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2008, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems; depression") and anxiety ("psychological or psychiatric problems; mental"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). The patient was treated with surgery (partial hysterectomy). Essure treatment was not changed. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, depression, anxiety and weight increased outcome was unknown and the pelvic pain had not resolved. The reporter considered anxiety, depression, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. There is inconsistent information between the summons and the plaintiff fact sheet. While the first states that plaintiff had a partial hysterectomy, in the pfs, she stated she had not removed essure (or any part of the device), but she is planning to remove it (no definite plans for removal at that time). Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report received. Reporter added. Added event weight gain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have confirmation test performed following insertion of essure micro-inserts nos". The patient's medical history included blood pressure high in (B)(6) 2013. In (B)(6) 2008, the patient experienced pelvic pain ("severe pelvic pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems; depression") and anxiety ("psychological or psychiatric problems; mental"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). The patient was treated with surgery (partial hysterectomy). Essure treatment was not changed. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, depression, anxiety and weight increased outcome was unknown and the pelvic pain had not resolved. The reporter considered anxiety, depression, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. There is inconsistent information between the summons and the plaintiff fact sheet. While the first states that plaintiff had a partial hysterectomy, in the pfs, she stated she had not removed essure (or any part of the device), but she is planning to remove it (no definite plans for removal at that time). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-apr-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.